Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). Leakage from the filter vent was confirmed. Visual inspection of the returned set found no anomalies. Functional testing noted a leak from the filter port of the set. Microscopic inspection of the micron filter vent noted a tear on the filter membrane. The cause of the leak was a damaged filter membrane near the vent. The root cause of the damage was not identified; however, the failure mode suggests the issue is supplier-related.

Event description:
Product was received at carefusion unexpectedly. No event information or failure mode was provided with product. There was no report of patient harm or medical intervention. No additional patient/event information is available.